Event description:
Additional information was received from the patient. They reported that they were concerned due to the number of falls they had that it made it caused it to not be connected to their spine properly due to increased pain in that area. The cause of the device not working was not determined. The device never really worked very well. Not sure if it was due to chronic bladder infections or what. Patient called the doctor and asked if they could be checked out and/or possibly removed. The issue has not yet been resolved. The fall just increased pain in the spinal area where it was supposed to be hooked up at.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have been falling a lot for the past two years, and they are concerned that their device could have been effected and that they have a tingling sensation from their waste to their toes. Patient stated that they are unsure if that is related to the device. Agent reviewed that patient could entertain turning therapy down/off, and redirected patient to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.